Manufacturer narrative:
Block h2: additional information block d4 (lot number) and block e1 have been updated based on the additional information received. Block h6: imdrf impact code a150301 captures the reportable event of tip failure to separate imdrf impact code a23 captures the reportable event of basket failed to crush stone.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during a fiber choledochoscopy procedure on (B)(6) 2025. During the procedure, the common bile duct stune couldn't be crushed, and the basket tip couldn't be disengaged. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf impact code a150301 captures the reportable event of tip failure to separate. Imdrf impact code a23 captures the reportable event of basket failed to crush stone.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during a fiber choledochoscopy procedure on (B)(6) 2025. During the procedure, the common bile duct stone couldn't be crushed, and the basket tip couldn't be disengaged. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during a fiber choledochoscopy procedure on (B)(6) 2025. During the procedure, the common bile duct stune couldn't be crushed, and the basket tip couldn't be disengaged. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code a150301 captures the reportable event of tip failure to separate imdrf impact code a23 captures the reportable event of basket failed to crush stone. Block h11: a trapezoid rx was received for analysis. The device returned disassembled, only the pull wire was returned. Visual examination of the returned device found the pull wire had evidence that it was previously attached to the handle and was also kinked. The basket wires were kinked. The reported event basket failure to crush stone was not confirmed, however, the reported event tip failure to separate can be confirmed. Based on the available information, the device could have also failed to crush the stone due to the damages seen in the device. It is most likely that the interaction between the stone and the basket ended up getting the basket wires kinked. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.